Event description:
A mako surgical employee received an e-mail from a patient's legal representative that incorrectly addressed the employee as an orthopedic surgeon. The subject of the email alleged that a patient who had received a "mako-tup unicompartmental knee replacement arthroplasty procedure" received a "revision knee replacement surgery" due to pain. It is not clear form the communication from the legal representative whether the make implant involved was the restoris unicompartmental knee system or the restoris multicompartmental knee (mck) implant system.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The e-mail was received by a mako employee via his personal account. The e-mail was sent by a representative from the expert institute (www.theexpertinstitute.com) who incorrectly assumed that the employee is an orthopedic surgeon. It appears that this e-mail was sent either in error, operating room to the wrong individual . The legal department at stryker mako has advised the employee not to respond to the e-mail. There is limited information provided in the e-mail, which prevents mako from acquiring or cross-referencing further identifying information regarding the patient or the case. No further information will be requested of the representative of the expert institute. Therefore, no further investigation can be conducted at this time. Although the revision cannot be confirmed, this report is being filed in an abundance of caution to ensure compliance to part 803 medical device reporting.